Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the "angio-seal 6f above inserted angio-seal sheath and marked position follow thru as per IFU angio-seal." The anchor was then set correctly following the step "click into place and click back to deploy", however, when the doctor proceeded to pull back on the device, the anchor, collagen and suture were out from the closure. The doctor then continued with manual compression. The case was done and there was complication to the patient. The patient was reported to be in stable condition. The procedure was completed successfully. Additional information was received on 26aug2020. The procedure that was performed prior to the used of the angio-seal device was an angiogram. A 6fr procedural sheath was used. A pre-deployment angiogram was performed.